Event description:
It was reported the patient was hospitalized after and overstimulation experience that resulted in leg weakness. It was stated that, on the day of implant, the patient turned their device on and had good coverage at 3.6 volts. The patient turned their device off while eating a meal. After eating, the patient turned the stimulation back on, and felt overstimulation. The patient arched his back, which made the sensation worse. The stimulation was turned off after approximately ten minutes. It was stated the patient's heart rate went up to 150, during this event, but came back down after stimulation was turned off. After the event, the patient experienced weakness in his right leg and foot. The patient went back to the hospital, and the device was interrogated, and no problems were found. It was stated that "3.6 volts was way too high" for the patient, and the device was set at .75 volts. The patient was kept overnight in the hospital, and was released the next day. The leg weakness resolved. The patient recovered without sequela.

Manufacturer narrative:
Product ID 39565 lot# unknown implanted: explanted: product typ lead. (B)(4).